Manufacturer narrative:
Product complaint # (B)(4). Additional product code : hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.130.108s, lot: l387818, manufacturing site: (B)(4). Release to warehouse date: may. 03, 2017. Expiry date: apr.01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery. When the surgeon was inserting screws, the screws got stripped from the beginning. The surgery was completed successfully without any surgical delay using other screws. No further information is available. Concomitant device reported. Unknown insertion instrument. This complaint involves three (3) devices. This report is for (1) 1.3mm ti lckng screw slf-tpng with t4 stardrive recess 8mm. This report is 2 of 3 (B)(4).